Event description:
A caller reported that a mobile application froze while they were loading a cartridge. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered a correction injection themselves and did not require third-party assistance. After relaunching the app, the caller successfully re-paired the pump with the mobile app without needing further help.